Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had woken up and they cannot properly open their mouth and have hard pain in their gums. Every time they would open their mouth they felt pain. Patient also reported that their dentist and them have decided to stop treatment and the patient will be setup with traditional braces. Requested additional information and for letter of recommendation to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.